Event description:
It was reported that during intubation, there was resistance. Upon examination with a video laryngoscope, bleeding was observed. It appeared difficult to pass the endoscope through the posterior pharyngeal wall, which resulted in mucosal damage the tube was removed, and oral intubation was performed. This incident caused a delay in intubation, patient therapy, and harm to the patient.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided . All information reasonably known as of 29 oct 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint- (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife. Product is defective or caused or contributed to a serious injury.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. All information reasonably known as of 29 oct 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife. Product is defective or caused or contributed to a serious injury. Complaint was considered not confirmed based on lack of sample availability. A 24 month review was conducted and 0 additional complaints identified as related to this issue. The lot number was not provided, however the vendor was notified of the incident. This incident was not identified as an increasing trend. No further action to be taken.

Event description:
It was reported that during intubation, there was resistance. Upon examination with a video laryngoscope, bleeding was observed. It appeared difficult to pass the endoscope through the posterior pharyngeal wall, which resulted in mucosal damage the tube was removed, and oral intubation was performed. This incident caused a delay in intubation, patient therapy, and harm to the patient.